Event description:
Event description guidant received information that this transvenous defibrillation lead measured a high, out-of-range shock impedance during defibrillation threshold (dft) testing. A warning message was displayed. Lead placement was verified via chest x-ray (cxr). A guidant technical services consultant recommended replacing both the lead and the new implantable cardioverter defibrillator (ICD), as damage may have been induced during shock delivery. A new defibrillation lead and device were implanted without further incident.